Event description:
Customer's mother called to report a hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 697 mg/dl. Physcion's office advised customer to go to hospital. Unable to explain high blood glucose. During troubleshooting, time and date correct. Programming is correct. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.